Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery the surgeon could not get the liner to seat into the cup causing a 15-30 minute delay in surgery.